Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Pt contacted dexcom technical support on (B)(6) 2011 to report that she had suffered a hypoglycemic event. When the paramedics arrived ,they measured pt's bg at 27 mg/dl while cgm was reading 137 mg/dl. Paramedics also administered a glucose past as well as an IV glucose. Pt was sent to the ER for eval. At the time of her call to dexcom technical support pt reports she was fine.